Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The phillips field service engineer (fse) examined the system on site and confirmed that the system was unable to produce x-rays. Upon troubleshooting, fse found the issue was caused by the system software. To resolve the issue, fse reloaded the software, shut down the entire system, and powered the system back on. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.